Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery in cardiosave intra-aortic balloon pump (iabp) was not holding charge. There was no patient involvement.